Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the illumination lamp was out. A back up unit was used to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on january 16, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event is attributed to a nonconforming lamp. The manufacturer internal reference number is: (B)(4).